Event description:
Additional information received indicated the thrombus that was previously reported reoccurred. The event was observed with imaging and resolved with medication.

Event description:
Additional information received indicated an echocardiogram was performed and revealed a regression the thrombus. Additional medication was administered to continue resolving the event and the patient was in stable condition.

Event description:
It was reported that diagnostic imaging revealed a thrombus attached to the distal and proximal ends of the atrial device. The physician suspected the event was related to a systemic infection that was not related to the device. The event was resolved with medication. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.